Event description:
Device #2 malfunction: balloon rupture during inflation. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in a heavily calcified and stenosed peripheral vessel lesion, the balloon ruptured while being inflated between 6 atm and 8 atm. Reportedly, a total of three agiltrac balloons ruptured below rated burst pressure while being inflated. The devices were removed without incident. There was no reported adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
The device #3 agiltrac lot#6060951 is being filed separately under MFR report number, and device #1 agiltrac lot# 8011551 medwatch MFR# 3004742046-2008-00089. Evaluation summary: evaluation of the returned device found a radial rupture in the balloon distal to the proximal shoulder, and a longitudinal scratch distal and proximal of the radial rupture. Inflation and deflation could not be performed because of the balloon rupture. No other damage was observed on the catheter, and no manufacturing issues were detected. Scanning electron microscope (sem) analysis confirms mechanical damage to the outer surface of the balloon. The customer reported use of the device in a heavily calcified stenosis which could have contributed to the event, however, this cannot be confirmed. No root cause could be determined for the balloon ruptured based on the investigation findings. A review of the lot history record found there were no non-conformances associated with this lot. All balloon catheters are 100% visually inspected and leak tested prior to packaging. In addition, reliability engineering (re) performs rated burst pressure (rbp) testing from each manufacturing lot to verify that the rbp product specification is met. A review of the re data for this showed that the rbp data exceeded the rbp product specification.